Manufacturer narrative:
Concomitant medical products: 9735762 version 1.2.0. Device evaluated by manufacturer: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported they had an error of at least 2 millimeters of alleged inaccuracy. This issue occurred intraoperatively. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue occurred during a multilevel post spine case for scoliosis and did not cause any surgical delay. It was noted there have been no further issues with inaccuracy.